Event description:
End user reports dressing was applied to the knee on (B)(6) 2014. A significant wound was noted three days later when dressing was removed by the home health nurse on (B)(6) 2014. The wound was described as rectangular in shape, approximately 1.5" x 5" in size. The end user reported, "the medial practitioner had stated the wound appeared similar to a burn or skin graft." It was further reported the wound was not evident until dressing was removed and the incision was healing very well. The end users surgeon prescribed mupirocin topical ointment 2x day for one week to affected area starting the week of (B)(6) 2014. The area was covered with non-stick gauze and held in place with ace wrap. The end user followed-up with her physician on (B)(6) 2014. The end user provided five pictures that showed the affected skin area. She reported that the wound area and surrounding area is still numb to the touch and has a smooth plastic feel when compared to the incision of the surgery, which ahs all its feeling back and normal healthy skin feel. Surgeon prescribed oral antibiotics (name not provided).

Manufacturer narrative:
Based on the available information, the event is deemed to be a serious injury. Additional patient/event details was requested, but not received at this time. Should additional information become available, a follow-up report will be submitted.